Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Technical services (ts) was contacted, and ts discussed possible causes and programming options. Ts also noted some t-wave oversensing in recent untreated episodes. The s-ICD system remains in service. No adverse patient effects were reported.